Event description:
It was reported that a dissection occurred. The patient was diagnosed with small vessel disease (svd) in the right coronary artery (rca) and was referred for vessel plasty from the proximal to mid rca. Vascular access was obtained via the femoral artery. The 80% stenosed, de novo lesion with a greater than or equal to 90 degree bend, was located in the moderately calcified and moderately tortuous right coronary artery (rca). Following predilatation, a 32 x 4.00 promus premier select stent was advanced to the target lesion and was deployed. Following stent deployment, a proximal edge dissection was noted. A 16 x 4.00 promus premier select was deployed to cover the edge dissection and complete the procedure. No further patient complications were reported and the patient status was stable and responding well to medicines.